Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported per medwatch report (mw5060115) that the physicians were performing a cardiac cath using an angiographic balloon which was filled with co2. The md's noted that the balloon ruptured and the co2 was noted in the left ventricle. The md's aspirated the co2 because it was noted immediately. There was no harm to the patient.

Manufacturer narrative:
(B)(4). Evaluation: no product was returned for evaluation. The specific serial number/lot number was not reported, but a device history record review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Conclusion: the reported complaint that the balloon ruptured is not able to be confirmed. The root cause of the complaint is undetermined.

Event description:
It was reported per medwatch report (mw5060115) that the physicians were performing a cardiac cath using an angiographic balloon which was filled with co2. The md's noted that the balloon ruptured and the co2 was noted in the left ventricle. The md's aspirated the co2 because it was noted immediately. There was no harm to the patient.